Manufacturer narrative:
D4, 10; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported the band had to be removed due to a micro perforation under the band. There were no reported pt consequence.